Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro device self-activated when it was initially plugged in and the tip of the device was smoking. Upon removing the hemopro from the patient's leg, it caught on fire. The device was then isolated and placed into a bag. A replacement device was used to complete the procedure. The patient's leg was assessed; no harm was observed as the device was smoking while in the leg but was not burning. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).